Event description:
The customer contact reported, the pt received more medication than intended. On an unspecified date and time the device was programmed to deliver an unspecified medication, at a rate of 10ml/hr and a 100ml container size. No further programming parameters were provided. It was reported that 3 hours after the delivery was started, the device alarmed and the display indicated 29ml had been delivered; however, the container was empty. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service ctr. A review of the history indicated on (B)(6) 2011 at 1348, the device was programmed in the continuous only delivery in ml, a 10ml/hr rate, a 100ml container. Between 1349 and 1350, a 3.5ml priming volume was indicated, the device was reprogrammed with a minimum rate of 1ml/hr, a maximum rate of 15ml/hr, the delivery was started, and stopped. Between 1353 and 1643, the device was started 4 times and stopped 5 times. Between 1644 and 1657, two 5ml loading doses were delivered. At 2012, delivery was stopped, a rate of 12ml/hr was programmed and the delivery was started. At 2156, an almost empty alarm occurred and silenced. Between 2226 and 2230, an empty container alarm occurred, silenced, delivery was stopped, a new container indicated a rate of 10ml was programmed and the delivery was started. On (B)(6) 2011, a new date stamp occurred. Between 0130 and 0203, an air in line alarm occurred, the delivery was stopped, a start alarm occurred 2 times and silenced 10 times. At 0207, the device was powered off. A review of the history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.